Event description:
A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported that he will leave the iol in place and offer the pt a laser enhancement procedure. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing. No root cause can be determined at this time. No lot/serial number or sample was returned by the customer. Additional information was requested on 09/09/2011 by phone, fax, and mail. Additional information was received by phone on 09/21/2011. A completed questionnaire has not been received. (B)(4).